Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057880. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-26. Medical device lot #: unknown. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 9057880 for needle clog. This is the 3rd. Related complaint for needle clog on lot # 9057880. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that at least two 6mm x 32g pen needles (ultrafine micro) were unable or difficult to prime, and unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320749. Batch. No: 9057880, unknown. Consumer reported needle clog during priming, stated that there is no insulin flow. Consumer had more than one box of the same product (320749) with same issue.